Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during a posterior cervical surgery causing a laceration on the head. No information on surgical delay or intervention is known.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The unit was initially evaluated by quality engineering, and no fault that could have caused a slip was discovered when the device was locked properly and put under pressure. Service & repair did a secondary evaluation and found that there was a slight movement in the lock, but when the clamp is properly positioned and put under pressure, it did not move. The unit will be repaired to address slight movement before being returned to the customer, and all worn components will be replaced with new parts, along with general cleaning and maintenance. Root cause - the complaint could not be confirmed via inspection/test of the unit. The customer indicated the clamp slipped, causing patient laceration. Unit was initially evaluated by quality engineering and no fault could be found. The unit was then evaluated by service and repair, and when properly positioned, was secure and did not move. The root cause is likely improper positioning of the device. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.